Manufacturer narrative:
(B)(4). Method: the head uppercase of the complaint iw934 cosycot infant warmer was not returned to fisher & paykel healthcare in new zealand for evaluation. Our investigation is based on the photographs provided by the biomedical facility and our knowledge of the product. Results: visual inspection of the photographs revealed chipped plastic along the bottom edge of the head uppercase, with surface crazing/flaking being apparent. A crack was also observed on the top middle section of the head uppercase. The subject infant warmer was released for distribution in 2005 and is thus over 11 years old. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the physical damage to the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The hospital was sent a head upper case replacement part and will repair the subject infant warmer themselves.

Event description:
A biomedical facility in (B)(6) reported that an iw934 cosycot infant warmer had a cracked warmer head case. No patient consequence was reported.